Manufacturer narrative:
Block b5 updated with additional information received july 18, 2019. Block h6: device code 1158 captures the reportable event of stent failure to deploy during placement in the jejunum. Block h10: the complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted transgastric to the jejunum during a gastrojejunostomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, a puncture was made through the stomach and into the jejunum. During attempted deployment of the stent, the first flange of the stent failed to deploy after the handle was retracted to step #2. The device was removed from the patient with the catheter fully covering the stent. Another hot axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the stent was intended to be placed in the jejunum for a gastrojejunostomy; however, the hot axios stent and electrocautery-enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or the biliary tract. The device is not indicated for placement in the jejunum. Additional information received on 18jul2019. The stomach side of the puncture site created during the first attempted axios stent placement was closed using a padlock clip. Reportedly, the physician did not do anything to address the duodenal puncture because the retroperitoneum closed itself. A second puncture site was created to place the second hot axios stent.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted transgastric to the jejunum during a gastrojejunostomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, a puncture was made through the stomach and into the jejunum. During attempted deployment of the stent, the first flange of the stent failed to deploy after the handle was retracted to step #2. The device was removed from the patient with the catheter fully covering the stent. Another hot axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the stent was intended to be placed in the jejunum for a gastrojejunostomy; however, the hot axios stent and electrocautery-enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or the biliary tract. The device is not indicated for placement in the jejunum.